Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon had to revise the patient's left knee because the patient was experiencing pain.

Manufacturer narrative:
Reported event: an event regarding patient experienced pain leading to a conversion from pka to tka involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 333 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding patient experienced pain leading to a conversion from pka to tka. There were no other reported events for the listed catalog number. Conclusion: device inspection could not be performed, no session data was provided. Hospital policy does not allow the transmission of patient data. The device was not returned for evaluation.

Event description:
The surgeon had to revise the patient's left knee because the patient was experiencing pain.